Manufacturer narrative:
The processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during testing. No failure could be found with the returned processor pca. A malfunction of the processor pca cannot be ruled out at the time of the reported problem. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported the device is stuck in pacing mode and will not recognize the therapy cable. There was no reported adverse patient impact.